Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noisy signals during an atrial tachy response (atr) episode on the right ventricular (rv) channel. Additionally, on the most recent atr episodes noise was observed on the shock channel, technical services (ts) mentioned it was likely due to myopotential. It was also noted undersensing on the rv channel, leading into overpacing and loss of capture due to the heart was not ready to contract again. This crt-d system remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited true atrial fibrillation (af) with undersensing of right atrial (ra) signals. Undersensing and overpacing were noted throughout strips. The ra sensitivity was programmed to 0.25mv and the boston scientific technical services (ts) recommended to reprogram the device to 0.15mv and consider vvi(r) if chronic. The true burden was not realized due to undersensing. This device remains in service. No adverse patient effects were reported.